Manufacturer narrative:
Results: device specific info was not provided. Consequently, the device history record could not be reviewed. Conclusion: exact cause of event cannot be determined. Conclusion: limited info has been received from the customer concerning this event. Add'l info has been requested. When add'l info is received, a supplemental report will be submitted to FDA. No adverse pt effects have been reported.

Event description:
Medtronic received limited info that this apical left ventricular connector was introduced into the sterile field before the device had been sterilized. The device was reportedly not used on the pt. The customer had not read the directions prior to use, but had commented that the nonsterile print should be more evident on the labeling. Medtronic has requested more details concerning this event. There have been no adverse pt effects reported.